Manufacturer narrative:
Section a2: correction manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25jun2018. A direct correlation between the reported bleeding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. The source of the bleeding was not identified. No alarms were reported for this event. The patient ultimately expired on 08feb2020 due to patient condition, investigated in manufacturer report number 2916596-2020-01620. The center reported that heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) would not be returned for evaluation. The hm3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an esophagogastroduodenoscopy (egd) post melanous stool. The examined esophagus was normal. Esophagogastric landmarks were identified: the z-line was found at 45 cm from the incisors. Diffuse moderate inflammation characterized by punctate erythema was found throughout the gastric body. Localized nodular mucosa was found in the duodenal bulb. The exam of the duodenum was otherwise normal.